Event description:
Consumer reported complaint for error message (e-3). The customer reported feeling dizzy; medical attention was not needed at the time of the call. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer fasting and produced test result of 173 mg/dl using true metrix air meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 05/16/2025 and open vial date is (B)(6) 2024.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizziness. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.